Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During the procedure the device could not be turned on. The procedure was not completed due to this event but was rescheduled for next week. The patient sedation status was unknown. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During the procedure the device could not be turned on. The procedure was not completed due to this event but was rescheduled for next week. The patient sedation status was unknown. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection, virus scan and functional check as passed on the returned imaging pc.